Manufacturer narrative:
D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. E3 - occupation: risk manager. H3 - device evaluated by mfg? It is unknown if the complaint device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was noted to be cracked approximately eight days after placement. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Correction: d9 - device available for evaluation, h3 - device evaluated by mfg? H3 - device evaluated by mfg? The complaint device was not returned for evaluation. Investigation ¿ evaluation: it was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was noted to be cracked approximately eight days after placement. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation including quality control procedures and instructions for use (IFU) of the device were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination of the device could not be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted due to the lack of lot information provided by the facility. An expanded sales search for this customer was unable to identify the complaint lot. Cook also reviewed product labeling. The product IFU, ¿c_t_ctulmabrm_rev7,¿ [cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable]. Warnings: ¿do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10ml/sec. Do not exceed the maximum flow rate of 10ml/sec. Exceeding the maximum flow rate of 10ml/sec may result in catheter failure and/or catheter tip displacement.¿ precautions: ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Notify attending physician immediately.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence provided by the dmr and IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure with design or manufacturing deficiencies contributed to the reported event. A previous investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.